Event description:
Surgeon noticed a piece of metal inside patient's abdomen. Further investigation noted that part of the robotic permanent cautery spatula instrument was cracked and missing a piece. The piece was removed from the abdomen and taken off the field.======================health professional's impression======================unknown